Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A lhr review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not deploy out of the delivery tube into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital. This report is for the first seal.